Event description:
It was reported by the customer that their insulin pump battery cap is damaged and they are unable to remove it. Customer also stated they do not recall any significant events that lead to the damage or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 221 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with striped battery cap coin slot, scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.